Event description:
It was reported that while customer was changing site, insulin pump froze and restarted itself. Then customer received a button error alarm. Customer's blood glucose was 6.3 mmol/l. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to moisture damage on lcd board. No frozen or fuzzy screen noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.